Manufacturer narrative:
Multiple follow-ups were conducted to obtain additional information; however, requested information has not been provided. Once the evaluation is completed or new information is obtained, a supplemental report will be submitted.

Event description:
It was reported that a hahn tapered implant failed to establish the primary stability. The dentist reported of unable to get any torque during implant insertion. Per clinical evaluation in the report, implant did not engage bone properly. The implant was being placed into the tooth # 7. Proper sequence of drills was performed. The implant site had type 3 bone quality. There was no infection. The patient has no relevant pre-existing condition. There was no abnormality with the implant. There was no injury to the patient.

Manufacturer narrative:
Correction to - UDI information was provided. The device was returned and a visual and radiographic evaluation was performed. The DHR was reviewed and there was no evidence discovered to indicate that a product defect, or non-conformity contributed to the issue. The critical parameters were measured and there was no non-conformity found, the product met specifications. Therefore, a root cause cannot be explicitly determined. The incident, "failure to osseointegrate", is a known common complaint in regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. Per the reported information provided, the patient had type iii bone quality, a thin layer of cortical bone surrounding medium-density spongy bone. Although, the root cause for failure to osseointegrate is inconclusive and specific to each case. Probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration. A warning is provided in the IFU "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." A precaution states, "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to." No abnormality with the implant was confirmed and no evidence found that the reported issue was caused by the implant itself. At this time the reported issue will be tracked and trended.